Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report. Only a portion of the device was returned which made it difficult to perform a complete evaluation. The two-way handle with trigger cord attached, the barrel and four (4) deployed black bands were included in the return of the device. The loading catheter, irrigation adapter and two (2) bands (one black and one amber band) were not included in the return. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the molded string sub assembly work order was conducted. This review confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the knot on the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), while banding varices, the physician used a cook 6 shooter saeed multi-band ligator. The user was able to fire the device once and it would not fire again [unable to effectively deploy bands].